Event description:
A 1.25mm diameter x 6mm length sprinter legend rx balloon dilatation catheter was inserted in a patient from femoral approach with no issue reported; however, it was reported that the balloon of relevant device could not be inflated by applying nominal pressure. The device was withdrawn from the patient and an attempt was made to inflate the balloon at 14 atms but, again, it could not be inflated. The physician alleged that the balloon burst. The target lesion, located in the d1, was described as non tortuous with severe calcification and 100% stenosis. No abnormalities were noted during preparation and inspection of the relevant device prior to use. The procedure was completed using another sprinter legend rx balloon catheter. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. Blood residue was evident between the balloon folds. There was crystallized residue present in the inflation lumen and the proximal cone of the balloon. The distal tip was flared on one side indicating that it may have been stubbed against calcified plaque or stenosis during advancement. No further damage was noted. Negative purge failed to detect the presence of a leak. It was not possible to inflate to balloon most likely due to the presence of crystallized residue. The device was placed in a water bath in an attempt to disperse the crystallized residue. On removal from the water bath negative purge again failed to confirm the presence of a leak. The device was inflated to nominal pressure (12atms) and to 14 atms and successfully maintained pressure indicating that there was no leak present. Visual inspection confirmed that there was no stretching present on the device which may have prevented inflation of the balloon.

Manufacturer narrative:
(B)(4).